Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, outer tubing overlay was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.